Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had been to the hospital for an MRI of their back, because they were having back spasms. No additional patient symptoms, and no additional device complications were reported for this event.